Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the tube clogging alarm does not work phenomenon is due to a failure in the part of the insufflation trachea. The root cause of the oil leakage from the decompressor could not be identified. The insufflation abnormality was like due to the failure of the manifold unit. Lastly, the cause of the air leakage is likely due to the failure of the insufflation trachea components. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The caution alarm was present. Additionally, the oil was leaking due to a broken pressure reducer. An abnormal gas supply and gas leakage were both noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during receipt inspection of his olympus high flow insufflation unit, the caution alarm for a tube obstruction came on. According to the initial reporter, the unit was intermittently unable to work on the ¿low¿ setting. This event had no patient involvement.